Manufacturer narrative:
Probe passed all mid production testing and is fully functional.

Event description:
Physician attempted to use cutter with an alcon accurus 400 system and it did not cut and no water entered. The observation was made prior to use on the patient. The device description is a 20g, r4, vc (p/n (B)(4) into 2900ce, lot #13041508). The patient was undergoing surgery, but the device did not make direct contact with the patient and there was no reported patient injury and surgery was completed. The incident was reported to mid labs on (B)(6) 2015. The device was returned to mid labs and received on (B)(6) 2015.